Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that after intraocular lens (iol) implantation, the patient was not happy with vision. The lens was removed and replaced with a monofocal lens in a secondary procedure. The visual acuity was not corrected to better than 20/40, which was the clinical justification for explant. Additional information received stated that patient's right eye was affected.